Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 29gx12.7mm, 0.3ml bd insulin syringe. Consumer reported it is difficult to move the plunger. The returned syringe was examined, and it was observed that the rubber stopper was disfigured. Unable to perform a DHR review due to an unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook could not be looked at as no lot number was provided. Root cause for this defect cannot be determined.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp plunger movement was difficult. This was discovered before use. The following information was provided by the initial reporter: it is difficult to move the plunger.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp plunger movement was difficult. This was discovered before use. The following information was provided by the initial reporter: it is difficult to move the plunger.